Event description:
The customer reported that when they went to use the pads that they had ordered on a cardiac arrest pt, the pads did not connect to the adapter cable for this defibrillator. The pt expired.